Manufacturer narrative:
G2. Foreign: jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that a rattling sound was heard from the body/unit. It was felt that a rattling sound came from the patient's body when a futon was placed over them. It was unknown if there were any environment, external, or patient factors that may have caused the event. There were no health issues and no sounds heard when the patient's body was moved. The cause of the rattling sound from the stimulator could not be identified. The patient was advised to check if there were any other objects that could have cause the sound and to contact the manufacturer again if anything was identified. The issue was not resolved.